Event description:
A high readings issue was reported with the adc freestyle libre sensor. A caregiver reported an unspecified high sensor scan was received when compared to a competitor meter result. The customer experienced symptoms described as ¿sweat, incoherent, walking around (drunk), not able to talk¿, and a loss of consciousness. The customer had contact with a healthcare professional who obtained glucose readings of 127 mg/dl and 54 mg/dl compared to readings of ¿hi¿ (readings greater than 500 mg/dl) message and 296 mg/dl obtained from an unspecified device. The customer was provided juice and sandwiches as a treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.